Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the pt's battery pack is defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery defective) has been confirmed. As rec'd, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.